Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker was found in back-up mode. The device was restored successfully. The patient was in stable condition.